Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were not changed and insulin delivery was resumed. Blood glucose was 146 mg/dl. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.